Event description:
Home pt (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of their homechoice machine during the initial drain cycle of their automated peritoneal dialysis (apd) therapy. Reportedly, hp initiated the initial drain cycle prior to connecting their transfer set to pt line of the homechoice set. After receiving the system error alarm, hp connected the transfer set to the pt line of the homechoice set. Tsc assisted hp in ending therapy early. Per rn, no pt injury or medical intervention was associated with this incident.